Event description:
The caller reported via phone call that the reservoir and infusion set experienced an air bubbles anomaly. The caller did not know the blood glucose reading. The caller stated that the air bubbles were located in both the tubing and reservoir. The caller stated the some of the reservoirs were not feeding insulin through the tubing properly. The customer was advised against rewinding the reservoir in place. The customer stated that he had not done so with this reservoir but noted that he had before. He was advised to deliver a 5 unit fixed prime until the air bubbles were no longer visible. It was found that the insulin was not stored at room temperature, and the caller was advised that cold insulin could cause air bubbles. They were advised to change the infusion set.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.